Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu1347 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the extension tubing attached directly to the PICC (that comes preloaded with the stylet) allegedly did not tightly secure onto the hub of the PICC. Allegedly it was as if there was not enough threading on the PICC hub for the extension set to screw onto.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the t-lock extension set could not be secured on the connector was inconclusive due to the sample condition. One 4fr s/l powerpicc solo was returned for investigation. The t-lock extension set and funnel were not returned for investigation. A functional test revealed no leaks at the connector. An unused t-lock extension set and funnel were attached to the solo connector and the threads tightened without any difficulties. Since the t-lock extension set and funnel had been removed and were not returned for investigation, the reported event could not be confirmed. A lot history review (lhr) of recu1347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing attached directly to the PICC (that comes preloaded with the stylet) allegedly did not tightly secure onto the hub of the PICC. Allegedly it was as if there was not enough threading on the PICC hub for the extension set to screw onto.